Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, a field service engineer (fse) assisted customer on call and checked for the report of jammed or broken cubie pocket and user was able to eject and recover pocket without issue. The system functioned as intended after the field service engineer repaired the device. The fse reported "medication improperly loaded or out of place" and after assisting the customer the customer was able to recover the cubie pocket.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie lid broken. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.